Event description:
Same case as MFR report #2134265-2008-00630 and #2134265-2008-00632. It was reported that following a coronary artery drug eluting stenting treatment procedure thrombosis occurred. The initial procedure was emergent due to myocardial infarction. The target lesion was 100% stenosed, "plaque rich," in the mildly tortuous proximal left anterior descending artery (lad). The patient was given 300 mg of plavix as a loading dose. The lesion was predilated with a 2.5x20 mm non-bsc balloon catheter. A 2.75x16 mm taxus express2 drug eluting stent (des), a 2.75x20 mm taxus express2 des, and 3.0x20 mm taxus express2 des were each deployed at 18 atmospheres (atms) in the proximal lad. The devices were implanted in that order from distal to proximal and all devices overlap. The devices were considered to be well positioned and well apposed. There were no patient complications reported. At 30 minutes after leaving the catheterization lab, the patient experienced chest pain and thrombosis was discovered at the 3.0x20 mm taxus express2 des. The thrombosis was aspirated with a non-bsc aspiration catheter. A 3.25x20 mm non-bsc balloon catheter was used to predilate the lesion. A non-bsc 3.0x30 mm bare metal stent (bms) was deployed at 22 atms from the proximal end of the 3.0x20 mm taxus express2 des extending into the 2.75x20 mm taxus express2 des. There were no additional patient complications reported. Once again, 30 minutes after leaving the cath laboratory, the patient experienced chest pain and thrombosis was noted at the 3.0x20 mm taxus express2 des and also the distal lad. An unknown type intra-aortic balloon pump was inserted. The proximal lad thrombosis was treated with an non-bsc aspiration catheter. A 2.5x18 mm non-bsc bms was implanted in the distal lad. The proximal lad was dilated with a 3.0x20 mm non-bsc balloon catheter and a 3.25x30 mm maverick2 balloon catheter. There were no additional patient complications reported. The iabp was removed on an unspecified date. Three days later, the patient's condition was reported as "good." The patient is considered to be "recovered."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.